Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported, that the customer had an unspecified cartridge issue during the air removal process. There was no adverse impact to the customer's blood glucose level. No additional patient or event information was provided.